Manufacturer narrative:
Staking at hole not sufficient to retain detent ball.

Event description:
Or axle mag with nut. Dealer claims that the balls are out of the quick release axle and that it will not stay in chair without these.